Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's scs system implantable pulse generator had reached its end of service. The abbott representative confirmed the issue. Surgical intervention was taken and the patient's generator was successfully replaced and the issue resolved.